Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient says their ins, "has turned, is protruding out more, and it's not flat against my skin." No trauma/falls were reported that could be related to this issue. During the same time, the patient experienced pain in their lower back, middle back, and left side specifically where the trial stimulator use to be. Patient also reports weird sensations down their left leg and their foot goes asleep. The event has gradually worsened. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.